Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) leading to the device being previously removed. There were no device malfunctions associated with the explanted device. A posterior reimplant surgery was performed in a new aus was implanted. No information was provided about the patient's outcome.